Event description:
Boston scientific received information that this patient noticed the cardiac resynchronization therapy defibrillator (crt-d) beeping on different occasions. Boston scientific technical services (ts) discussed that the device is designed to beep for a variety of reasons and is expected behavior depending on the reason. Ts referred the patient to his physician and to have his device checked. The device remains implanted and in service. No adverse patient effects were reported. Subsequently, boston scientific received information that this health care professional (hcp) contacted ts to report that a save-to-disk was enroute to determine remaining longevity. The patient was seen in-clinic for a scheduled device check. Upon interrogation, a fault code#1003 (voltage too low for projected remaining capacity) was displayed. Ts discussed the issue and recommended device replacement. A disk was received and analysis found that a low voltage fault was declared in early-october 2012 due to three daily voltages being below the threshold of 3.025 volts. The voltage is currently 2.982 volts and therapy delivery is unaffected. Using the last years' worth of daily battery voltage measurement data, the estimated true depth of battery discharge was plotted to obtain an estimate of the fault current. The current appears steady with an additional current drain of 99 ua over the expected nominal value of 21ua. To date, the behavior appears consistent over time, however, this condition may change unpredictably. At this point, the battery does have a significant reserve capacity. If the fault current were to increase several times more than the maximum calculated current, then the device may lose the ability to deliver therapy within a replacement window of 2 weeks. Boston scientific received information that this patient has been scheduled for device replacement.

Manufacturer narrative:
Due to a legal hold status, no further information concerning this device's operation or functionality is expected at this time. This investigation will be updated should further information be provided and/or the laboratory testing of this device is completed.

Manufacturer narrative:
Awaiting confirmation that this device was explanted and replaced. Upon return, the device will undergo laboratory testing to determine root cause.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this device was explanted in (B)(6) 2012. The device was received at boston scientific's return products department.

Event description:
Boston scientific had received information back in 2011 indicating that this patient or a representative for the patient was pursuing legal action and had submitted paperwork as part of the litigation process. Upon receipt, visual inspection identified bodily fluid contamination in the lead barrels and a dent was found on the front of the titanium casing. All of the seal plugs were intact and all of the set screws operated normally. The interrogated battery status indicator was at beginning-of-life (bol) associated with a monitoring voltage of 2.931 volts. Because of the active legal status, no further laboratory testing will be performed until the legal hold has been lifted.